Event description:
Patient presents with aortic stent graft infection. Infection was noted to be at 1 to 1 1/2 cm at the top of the bare metal stent, not near the fabric. This is extremely unusual per md.